Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report # 8010047-2021-02679.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the scope communication error e216 was occurred and then the endoscopic image disappeared. The patient was transferred to another examination room. The user completed the procedure with another device. The procedure was delayed approximately ten minutes, however there was no report of patient injury associated with the event.